Event description:
During a permanent implantation of saluda medical spinal cord stimulator on (B)(6) 2022, the patient experienced excruciating pain in shins and back bilaterally due to positioning of hips. The patient was treated with medrol dose pack, the event was resolved without sequelae on (B)(6) 2022. The reported event was deemed related to the procedure.